Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that before an unknown procedure the device loosed the tissue pad outside the patient. Another device like device was used to start the case. No patient consequences. 1 device will be returned.